Manufacturer narrative:
(B)(4). Investigation: complete procedural details are unknown. There were several alarms in this procedure. There was some evidence of under anti-coagulation at the end of the procedure. It is not likely that the alarms and/or anti-coagulation issues contributed to the leak. The run data files (rdf) for the procedure was evaluated. The channel was loaded properly in the filler plate. The channel was evaluated. A pinhole leak at the perimeter weld near the connector was confirmed. The manufacturing records were reviewed. The lot met all acceptance criteria and had no deviations that would contribute to this issue. Conclusion: confirmed leak of unknown cause in tubing set.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Three hours into the collection, the optia alarmed "leak detected". Blood product from the collection bag leaked back into the set as the machine did not give instructions to clamp off the collection lines prior to raising the cassette. The patient needles were clamped off and the door opened. The customer observed the set to be still loaded correctly however, the tubing to the cone was sheared off. The customer was not willing to provide the patient information.